Event description:
Note: this report pertains to one of two cre balloons used in the same procedure. Manufacturer report #3005099803-2011-03217 and manufacturer report # 3005099803-2011-03219 address these two devices. It was reported to boston scientific corporation on (B)(6) 2011 that two cre balloon dilatation catheters were used during an esophageal dilatation procedure performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the two balloons were used for dilatation, however neither balloon fully deflated. Both balloons were successfully removed from the patient anatomy. The balloons and the scope were removed together in order to withdraw the devices from the scope. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) the reported event of balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction of balloon deflation failed could not be confirmed. However, balloon inflation and deflation issues can occur due to procedural factors such as tortuous anatomy; therefore, the most probable root cause for this complaint is operational context.